Event description:
It has been reported to philips that the device was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device was unable to power on. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. The customer had a contract with the sub-contractor and the sub-contractor resolved the issue. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.